Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr 8 w/pinpoint gt technology sn: (B)(4) was sent to clinical engineering, the complaints stated are poor battery run-time, system freezing/unable to make selections & poor quality image resolution. No patient injury reported. Biomed indicated that the users reported "poor image quality", that "the veins are not as dark as they use to be" and contrast setting changes do not make a difference in image quality. There has not been any reported malposition or patient injury as a result of the poor quality image resolution.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. There is interference in the ultrasound box. The root cause of the failure was identified as an internal failure in the probe. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr 8 w/pinpoint gt technology sn: (B)(4) was sent to clinical engineering, the complaints stated are poor battery run-time, system freezing/unable to make selections & poor quality image resolution. No patient injury reported. Biomed indicated that the users reported "poor image quality", that "the veins are not as dark as they use to be" and contrast setting changes do not make a difference in image quality. There has not been any reported malposition or patient injury as a result of the poor quality image resolution.